Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had infection at the ipg incision site. Irritation at the ipg pocket site was also reported. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics. All device components were explanted and were not returned. The patient was doing well postoperatively.